Manufacturer narrative:
(B)(4). Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a cre pro gi wireguided dilatation balloon was used in the esophagus during an esophageal stricture dilation procedure performed on (B)(6) 2021. It was reported during the procedure, that the balloon ruptured at 8 atm during the third inflation. The procedure was completed at this time. There were no patient complications reported as a result of this event.

Event description:
It was reported to boston scientific corporation that a cre pro gi wireguided dilatation balloon was used in the esophagus during an esophageal stricture dilation procedure performed on (B)(6) 2021. It was reported during the procedure, that the balloon ruptured at 8 atm during the third inflation. The procedure was completed at this time. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6: problem code a0402 captures the reportable event of balloon burst. Block h10: investigation results visual examination of the returned complaint device found that the balloon, the catheter and the protector sleeve of the device had no damages. Functional analysis was performed, and the balloon was inflated without a problem; the balloon was not burst, however, the balloon would not hold pressure due to a pinhole in the proximal section on the body of the balloon. With the available information, the investigation concluded that it is possible that interaction with the scope or any other surface during the procedure inside of the esophagus area could create friction on the balloon, causing the balloon pinhole. Therefore the most probable cause of the balloon pinhole is adverse event related to the procedure. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications. A labeling review was performed and from the information available, this device was used per the instructions for use (IFU)/product label.